Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The reported event was not able to be duplicated. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned generator functioned as anticipated throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the generator did not recognize any of the probes. The patient was prepped and procedure was abandoned.